Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the surgeon side console (ssc) ergonomic adjustments stopped functioning so the surgeon made the decision to convert the procedure to traditional laparoscopy. Intuitive surgical, inc. (Isi) followed up and the field service engineer and obtained the following additional information from the customer. The surgeon stated that he was unable to log into his account which contains his saved ergonomic settings. The surgeon made the decision to convert the procedure because according to him "he was unable to log in to his account which contained his ergonomic settings and in turn able to focus the camera on the system." Fse confirmed that there was no known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed nor reproduced based on the field evaluation. The fse tested the system and found no problem, fse was able to access the surgeon side console ergonomic setting without issue. Fse verified no related errors in the log files. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the surgeon side console (ssc) ergonomic adjustments stopped functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.